Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was received and being unpacked. According to the complainant, the sterile seal had been compromised. The outer packaging of the shipping container is in normal condition. The problem appears to be solely with the seal of the device packaging. There was no procedure or patient involved.

Manufacturer narrative:
(B)(4): the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual evaluation of the returned polaris' ultra ureteral stent revealed the tyvek flap cover was partially opened at the bottom seal edge where it attached to the mylar material of the pouch above the product label. Tyvek material had been transferred from the tyvek flap cover to the mylar material and a seal line was found in the tyvek and mylar materials indicating that the pouch had been sealed properly at one point. From the appearance of the material it appears that someone started to open the pouch. No other visual defects were found with the pouch, therefore, the most probable root cause for this event is determined to be handling damage.

Event description:
It was reported to boston scientific corporation that a polaris' ultra ureteral stent was received and being unpacked. According to the complainant, the sterile seal had been compromised. The outer packaging of the shipping container is in normal condition. The problem appears to be solely with the seal of the device packaging. There was no procedure or patient involved.